Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving clonidine (100 mcg/ml at n/a mcg/day), marcaine (bupivacaine) (.9 mg/ml at n/a mg/day), and dilaudid (hydromorphone) (10 mg/ml at 2.8 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient went to the ER due to an altered mental status. It was noted that the pump had ran empty and that it was placed to minimal rate and the alarm was silenced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.